Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an attempted implant, several attempts at positioning the lead were made, however high impedance was continually observed. A possible fracture is suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.